Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity. Initial evaluation by the post market quality assurance laboratory suggests this device failed to meet its expected longevity, and detailed analysis will be done.

Manufacturer narrative:
This report will be updated upon completion of analysis by the post market quality assurance laboratory.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Subsequent information was received that this device was explanted due to normal battery depletion.